Event description:
The following info was reported by the customer's attorney: lawsuit alleges customer had a sudden loss of consciousness caused by abnormal blood glucose levels, fell, and fractured her right shoulder. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.